Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, an app crash alert occurred. No product was provided for evaluation; however, data has been received for investigation. A follow-up will be submitted upon completion of data investigation. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an app crash alert occurred. Data was evaluated and the allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.